Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch # 777a88. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned with an opened package, unfired with the reload pan partially dislodged from the left proximal side. In addition, 3 double drivers missing, and 3 double drivers out of position, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 777a88, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, open the packing and noted that some staples fell off. There was no patient consequence reported. No additional information can be provided.